Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: a pump with unknown serial number was not returned for evaluation. Log file analysis could not be performed since log files covering the reported event date were not available for analysis. The reported event could not be confirmed due to insufficient evidence. Based on the investigation conducted, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on risk documentation, multiple factors may have contributed to the pump stop event including but not limited to thrombus within the device, controller failure and/or the physical disconnection of the drive line from the controller. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. This event was reported in the q2 2019 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was hospitalized with volume overload with ascites. Diuresis did not improve right heart failure. The ventricular assist device (vad) experienced a brief pump stop and the patient had hemolysis with rapidly rising lactate dehydrinogase (ldh). Anticoagulation and antiplatelet therapy was intensified but ldh continued to rise. The patient had vad thrombus but was not a candidate for tissue plasminogen activator (tpa) therapy due to developing rectal bleeding likely related to hemorrhoids while on heparin and tirofiban. Vad replacement was discussed but the team felt long term the patient would have a better outcome with transplant. The patient received a heart transplant. No further patient complications were reported as a result of the event. This event was reported in the q2 2019 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event.